Manufacturer narrative:
Technician troubleshot and found latch is not latching due to latch bias is bent. He replaced the latch bias, bed works fine and left intermediate siderail latches.

Event description:
Account states, bed's left intermediate siderail won't stay up.